Manufacturer narrative:
A product investigation was conducted. Visual inspection: upon visual inspection no damage was noted on the instrument that would contribute to the complaint condition. Functional test: a functional test was performed and the arm release button was seized which would prevent the attachments from interacting properly with this instrument and this the complaint is confirmed. Dimensional inspection: no dimensional inspection was performed as relevant dimensions could not be accessed without damaging the instrument . Document/ specification review: based on the review of the relevant drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: the complaint condition was confirmed for the instrument. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 398.756, lot: 09-5791. Manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 01. March 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during inspection at sterile processing department (spd), a collinear clamp (sliding mechanism) and bone hook-shape arm do not attach properly. They are not sure which instrument is broken. There was no surgical procedure and patient involvement. This report is for one (1) bone hook-shape arm 206mm. This is report 1 of 1 for complaint (B)(4).